Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported the patient had pain from mid-sternum to pacemaker pocket with the magnet application to the device. It was also reported there was extraneous stimulation and a request for assessment of the battery status. Elective replacement was indicated and the device was removed and replaced. It was further reported that the right ventricular lead had high threshold and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.